Event description:
Date: (B)(6) 2012, three ptx stents (two ziv6-35-125-6.0-120-ptx and one ziv6-35-125-7.0-120-ptx) were placed in left sfa. Date: 28 aug. 2014 restenosis (50-99%) in the lesion where the complaint stents were implanted was confirmed. Worsen, claudication and worsen. Rutherford were observed on the pt. Date: (B)(6) 2014, pta and balloon cutting were performed against the restenosis. Date: (B)(6) 2014, the condition of the pt recovered. No further adverse effects to the pt have been reported as occurring. This report relates to one ziv6-35-125-7.0-120-ptx device. Reference also related MDR reports 3001845648-2014-00236 and 3001845648-2014-00237.

Manufacturer narrative:
PMA/510(k)#: p100022 and s001. (B)(4). Incident meets the reporting criteria of an FDA MDR report based on the surgical intervention carried out as a result of the occurrence of restenosis while a zilver ptx stent was indwelling in the lesion. The zilver ptx device involved in this complaint was implanted in the pt; therefore, is not available for evaluation. With the info provided, a document based investigation was carried out. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. Worsened claudication and restenosis of the stented artery are known as potential adverse events associated with the placement of this device. Images were not available to support the complaint investigation. The complaint is confirmed based on customer testimony. A review of the mfg records revealed no discrepancies related to this complaint issue. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Due to the lack of images no other comments can be provided at this time. Qual engineering will continue to monitor complaints of this nature for potential emerging trends.